Event description:
It is reported that the pt has presented with elevated metal ion levels. A revision surgery is planned.

Manufacturer narrative:
This report will be amended when our investigation is complete.